Event description:
It was reported that the pump battery was depleting faster than normal. There was no reported adverse impact to the customer. Customer declined troubleshooting and follow-up, and no additional actions or outcomes were documented.